Event description:
It was reported that during an in-office visit it was difficult to interrogate this pacemaker. Appropriate magnet response was unable to be verified. Technical services (ts) discussed troubleshooting efforts. No adverse patient effects were reported. This device remains in service.